Event description:
Surgeons have noticed increased infection rates with surgifoam. 1972 and 1974. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown.